Event description:
It was reported that the wrong item was in the package. A 18mm screw was inside instead of the 16mm screw. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the item in the package is indeed 18mm long. We are not able to determine the exact cause for this reported problem, but we suppose that one step during the packaging process was not carried out properly. We can only presume, despite the small probability of such occurrence, that there was a lapse in our quality control and this particular article was inadvertently packed without having gone through proper control. This complaint is valid.